Manufacturer narrative:
Updated fieds: b4, d9, g3, g6, h2, h3. H6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) evaluated the unit and found no bp value. It was found that when tested using the trainer, the bp value was normal. Initially, the interface cable was tested with the pressure dome and the value did not increase. The fse states there was a problem with the bp interface cable and the replaced cable is from a local part. All functional test ok.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) bp interface cable does not display value. No injuries or deaths reported.

Manufacturer narrative:
Due to characters limitations, e1 (event site name) is (B)(6). A supplemental report will be submitted upon completion of our investigation.